Event description:
Info received indicates the siderail will not latch.

Manufacturer narrative:
The tech found the latch cover was bent, preventing the latch from locking. The tech replaced the latch cover to repair the bed.